Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the copper pressure fitting from the generator pump to the solenoid on the hot water inlet supply required tightening. The technician repaired the unit and returned the sterilizer to service.

Event description:
The user facility reported that an employee walked into the room where the amsco-c sterilizer is located and found water on the floor. No injuries or procedural delays/cancellations were reported.